Event description:
It was reported that when using the bd pyxis¿ es server station was not communicating.however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the was not communicating, even though the remote support system was online. A technical support specialist (tss) dialed into station and observed that the disconnected mode was not displayed. The tss reviewed the application server and found the station listed as not communicating, with outdated synchronization activity. The tss noted that data synchronization errors were occurring due to database conflicts. The tss adjusted the network speed and duplex settings, stopped the data synchronization and maintenance services, and completed a backup following the required procedure. The tss performed a full synchronization on the station and verified through the application server that the latest upload, download, and publish timestamps were current. The tss confirmed that the communication issue was cleared in the monitoring tool, sent an update to the customer, and received approval for case closure. The system functioned as intended after the technical support specialist troubleshot the device.